Event description:
It was reported that this right atrial (ra) lead, which has been in service for 18 years, was capped and surgically abandoned due to it presenting noisy signals and high capture threshold measurements, with the root cause suspected to be a fracture. A new device was implanted. No additional patient effects were reported.